Event description:
Sixteen months post-op, x-ray revealed a part of the tibial base plate had split where it faced the bone grafted area. The base plate and tibial articular surface were removed and replaced.